Manufacturer narrative:
Remains implanted.

Event description:
A patient underwent an emergent evar with an active rupture. The final angiogram showed the presence of a type iiia endoleak at the level of the left iliac limb (afx) and iliac limb extension (ovation). One day following the procedure, the patient expired.